Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing of this lot of product. Satisfactory results were observed. Product testing data was reviewed and results were satisfactory. This medical device report is being submitted for a product complaint received from outside the us, in which a similar product is distributed in the us.